Event description:
Patient arrived from or with lumbar drain catheter disconnected from pressure tubing. Anesthesia immediately notified upon discovery (within 15min of arrival). Md resident and attending reconnected catheter in ICU. Line broken at the connector. No piece left in patient.manufacturer response for catheter -- specialty, kit, lumbar catheter accessory (per site reporter).====================== thank you for bringing the reported incident to integra's attention. This letter serves as a follow up.correspondence to the following concerns submitted by you. For your information, the details regarding your inquiry and the subsequent evaluation are below.catalog number: ins5010.name of product: hermetic lumbar catheter, closed tip.lot number: unknown.nature of report: end of catheter broke off. Catheter was implanted in the or. From or to ICU the catheter broke. The tip was removed and does not remain in patient.integra has performed a thorough investigation of the reported concern. The reported failure could not be confirmed.we shall continue to monitor complaints of this nature for trends for continuous product/process improvements.